Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the piston got shifted when she changed the battery. The customer's blood glucose level was 200 mg/dl. The customer reported that they changed the site and then battery and also completed the rewind and load saw drops coming out then when they pressed the act it was asking again to set the time and date low reservoir setting. The insulin pump will not be returned for analysis.